Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was in meeting and the insulin pump did not alert her about high blood glucose level. Customer's blood glucose level was 405 mg/dl and the current blood glucose level was 416 mg/dl. Customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not mention any symptoms related to hyperglycemia. Customer was unsure about the automode feature was on or not at the time of incident. The insulin pump will not be returned for analysis.